Event description:
It was reported that an alert/notification settings issue occurred. Prior to (B)(6) 2025, the patient was unable to recall any specific continuous glucose monitor (cgm) readings. On that day, while mowing the lawn, the patient walked onto the porch and sat down. No alerts or notifications were received from the cgm receiver, and the patient did not provide information regarding his low glucose alert threshold setting. Shortly thereafter, the patient lost consciousness and does not recall experiencing any symptoms prior to passing out. The next memory he has is of emts arriving and checking his blood glucose, which was 35 mg/dl. His cgm also displayed 35 mg/dl. It is important to note that the dexcom receiver displays the word ¿low¿ for any glucose value at or below 39 mg/dl, rather than the numerical value. At the time of emt arrival, the patient was semi-conscious. He received injections to revive him, though he was unable to identify the medications administered due to memory gaps surrounding the event. He was then transported to the hospital and admitted to the emergency room (ER). In the ER, his blood glucose was checked again (exact value not provided), and he was given IV fluids and dinner. The patient remained in the ER for approximately 6 to 7 hours. Before discharge, he could not confirm whether his blood glucose was checked again but reported feeling ¿pretty good.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.